Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the main printed circuit board (pcb) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing low pip (peak inspiratory pressure), low ve (low minute ventilation), xdcr fault (transducer fault). The reporter confirmed that there is no patient involvement associated on this event.